Manufacturer narrative:
This report is being supplemented to provide additional information to a previously submitted report. Updated fields: h4, h7 and h9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the olympus investigator determined the following failure: the operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the operating pipe of the slider component on the ligating device was broken/deformed. There were no reports of patient involvement.